Event description:
It was reported that a spectrum pump shut off while delivering an unk medication to a pt in the intensive care unit. The pump was switched for a new one to continue therapy. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.